Event description:
It was reported that during a routine follow-up visit, the patient with the implanted pacemaker had developed a granuloma at the insertion site. Despite being managed with an antibiotic regimen, there was no improvement. To mitigate the risk of infection, surgical intervention was performed to remove the pacemaker and implant a new one on the right side. No additional adverse patient effects were reported. This device is not expected to be returned. A request has been sent to the field to obtain the device model and serial number, the physician's name, and the associated hospital's address and contact number. As of now, no response has been received.